Event description:
A customer reported that during a procedure, there was a suction issue while in cortex mode. The handpiece was exchanged to complete the case. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate any suction issues. The system was then tested and met all product specs. A review of the system's event log revealed multiple instances of system message (sm) (flow check failed - excessive vacuum rise) on (B)(4) 2012. This message occurred during setup and results in the system reverting to a "not tuned" status. Surgery could only be performed once the tuned status was achieved. This message is related to a handpiece and is often the result of kinked tubing or an inadequately cleaned handpiece. Additionally, sm (vacuum check failed - slow rise time) and sm (vacuum check failed - slow vent time) occurred on (B)(4) 2012. While these indicate the occurrence of a vacuum issue, confirmation of the cause could not be achieved as the system met specs. No samples were returned for eval and no add'l info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).